Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she had experienced high blood glucose levels of 30.4 mmol/l and had received multiple no delivery alarms all week. The customer treated high blood glucose with needles. The customer reported that the current blood glucose level was 3.9 mmol/l. The customer was unable to perform any troubleshooting on previous set because she threw the tubing in the trash and was not able to find the reservoir. The customer will return two infusion sets.